Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that during pt use of the ht70 ventilator, the 'alarm silence/reset' light emitting diode (led) was observed to be blinking intermittently. The pt was transferred to another ventilator. There were no negative pt consequences reported.